Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the arm. The patient experienced weakness and mental fog after participating in physical therapy. Previously in the day, the patient treated a hypoglycemic event of egv 60 mg/dl by eating a cookie. At the time of the event, the cgm value was unknown and the blood glucose reading was 36 mg/dl taken by emt. The patient's friend called an ambulance and she received IV sugar and had a 6 hour hospital stay. At the time of the report, the patient is back to normal. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.